Event description:
It was reported the patient had a cervical fusion and since that time has had to sleep on the side where his ipg is located. The patient cannot turn on his stimulation without receiving a burning or shocking sensation. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.